Manufacturer narrative:
The reported complaint of intermittent display issues upon power-up of the autopulse platform (sn (B)(6)) was confirmed during the internal visual inspection. The root cause of the reported issue was a loose connection of the lcd screen cable to the processor board. In addition, unrelated to the reported complaint, multiple physical damages on the platform were noted. The observed physical damages and the loose lcd screen cable were likely attributed to user mishandling, such as a drop. The customer's reported secondary issue of the platform displayed an error message was confirmed during the archive data review. Based on the archive, the platform displayed (ua) 12 (lifeband not present) and (ua) 45 (not at "home" position after power-on/restart)error messages, however, the error messages were cleared by the user and could not be duplicated during the functional testing. In addition, the report of the faded UDI label on the platform was confirmed during the visual inspection. The label was worn out due to normal wear and tear. The autopulse platform was manufactured in january 2018 and is more than 5 years old. The UDI label was replaced to address the issue. During visual inspection, the top cover, front and bottom enclosures were observed cracked, unrelated to the reported complaint. The observed physical damage appeared to be the characteristic of harsh impact due to user mishandling, such as a drop. In addition, during the internal inspection, observed a loose lcd screen cable to the processor board, thus confirming the customer complaint. The cable was securely re-connected to remedy the issue. The archive data indicated (ua) 12 and (ua) 45 error messages, thus confirming the reported complaint. User advisory is a clearable error message; per the autopulse hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (moving the driveshaft back to its home position), then restart. The autopulse platform passed the initial functional testing without fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
As reported, the autopulse platform (sn (B)(6)) had intermittent display issues upon power-up. In addition, there was an error message displayed by the platform; however, the customer could not make a note of it. Per the reporter, the UDI label was faded, and the serial number was unreadable on the platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.